Event description:
It was reported to boston scientific corporation that after implanting the mesh from the pinnacle anterior/apical pfr kit during an anterior pelvic floor repair procedure, the physician had difficulty removing the plastic sheath of the right mesh leg implanted in the sacrospinous ligament. Because the mesh leg was not fully pulled through the ligament, the physician had difficulty getting access to cut the sheath and leader loop and had to cut them while they were still inside the pt. It is not known if both sides of the leader loop were cut. When the physician attempted to remove the plastic sheath from the mesh assembly, it detached inside the pt. He searched for the plastic sheath but was unable to find it and it was left inside the pt. The physician completed the procedure with this device, without further complications to the pt, who is reportedly "fine" post-procedure.

Manufacturer narrative:
"Product problem" was erroneously selected in addition to "adverse event" when there was no reported device malfunction; the plastic sheath did not detach inside the patient, it was lost inside the patient when the physician deliberately removed it from the mesh. This was corrected by selecting only "adverse event," accordingly. The statement in the initial MDR, "when the physician attempted to remove the plastic sheath from the mesh assembly, it detached inside the patient" is incorrect; the correct statement is, "when the plastic sheath was removed from the mesh, it was lost within the patient." (B) (4); nothing actually detached.

Manufacturer narrative:
The complainant indicated that the device was implanted and will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.

Event description:
It was reported to boston scientific corporation that after implanting the mesh from the pinnacle anterior/apical pfr kit during an anterior pelvic floor repair procedure, the physician had difficulty removing the plastic sheath of the right mesh leg implanted in the sacrospinous ligament. Because the mesh leg was not fully pulled through the ligament, the physician had difficulty getting access to cut the sheath and leader loop and had to cut them while they were still inside the patient. It is not known if both sides of the leader loop were cut. When the physician attempted to removed the plastic sheath from the mesh assembly, it detached inside the patient. He searched for the plastic sheath but was unable to find it and it was left inside the patient. The physician completed the procedure with this device, without further complications to the patient, who is reportedly "fine" post-procedure. Correction: the statement above from the initial MDR, "when the physician attempted to remove the plastic sheath from the mesh assembly, it detached inside the patient" is incorrect; the correct statement is, "when the plastic sheath was removed from the mesh, it was lost within the patient."